Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated a portion of the plastic surrounding the reservoir compartment had fallen off. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 119 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a stained end cap sticker.